Manufacturer narrative:
E1 initial reporter establishment name-(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported forceps instrument stuck in biopsy channel during endoscopic retrograde cholangiopancreatography (ercp) diagnostic procedure involving an olympus duodenovideoscope. The issue occurred during sedation device inside patient. There was no patient injury reported.